Manufacturer narrative:
Upon further review by ge healthcare engineering, this malfunction would not cause a loss of mechanical ventilation as previously reported. This malfunction is not a reportable malfunction in the USA. There was no reported patient involvement. With this malfunction, the unit would continue to ventilate and alarms would remain functional. Upon further review by ge healthcare engineering, this malfunction would not cause a loss of mechanical ventilation as previously reported. This malfunction is not a reportable malfunction in the USA. There was no reported patient involvement. With this malfunction, the unit would continue to ventilate and alarms would remain functional.

Manufacturer narrative:
The biomedical engineer trouble shot this reported fault with ge healthcare technical support. No further information is available so resolution is unknown. No report of patient involvement. The biomedical engineer trouble shot this reported fault with ge healthcare technical support. No further information is available so resolution is unknown.

Event description:
The hospital reported the unit fails drive pressure limit switch test, possible loss of mechanical ventilation. There was no report of patient involvement.